Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of a clearlink non-dehp extension set broke off in the port of a peripherally inserted central catheter (PICC) line. This occurred during patient use, while the extension set was being disconnected from the PICC line. The reporter stated that the tip remained in the port with the valve depressed and but the tip was able to be retrieved from the port. After this event, the blood was aspirated from the PICC line, and the PICC line was removed from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.